Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes is that the dressing was applied to sensitive skin. The instructions for use offer guidance. The lot provided is not valid. Therefore a review of the device history has not been possible. The complaint history file contains further instances of the reported events. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. A clinical/medical assessment was performed and determined no further actions are required. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cvc fixation the patient showed blisters at the dressing area of a iv3000 6cm x 7cm peripheral catheters ctn 100. There blister were cured by removing the film and replacing it with gauze, and the patient was discharged.